Event description:
It was reported that during a lumbar discectomy surgery it was observed that the motor device was "too hot to use" and the "bearings seemed worn as the product continually vibrated." There was no delay in surgery as an identical spare device was available. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which revealed that the bearings are worn. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.